Manufacturer narrative:
B3 date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that balloon rupture occurred. The >80% stenosed target lesion was located in a tortuous and severely calcified superficial femoral artery. A 5.0mmx80mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon leaked. It would not hold pressure after multiple inflations for 1-2 seconds, and it ruptured at 2-4 atmospheres. Another 5.0x150x150-hybrid sterling balloon was used, but it also ruptured at 4 atmospheres for 5 seconds after multiple attempts of inflation. Both balloons were removed from the patient with no fragments left. New balloon was used to complete the procedure. No complications were reported.